Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigated could not identify a root cause. There have been two other similar complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer, who is also the surgery director, reported that following bilateral intraocular lens (iol) implant surgeries, she has blurry vision and is experiencing halos from both eyes. She stated that yag procedures were performed on each eye within one month of implantation. She reported a history of lasik 10 years before the implant surgeries. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.